Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2024, it was reported that the patient woke up early in the morning with her parent in their house to prepare for school. The parents noticed that the patient was not looking good. They checked the patient´s insulin pump and the reading was 130 mg/dl and they did compared her cgm readings with a bgm but there was no bg value reported. At that point the patient was feeling hypoglycemic and shaky, so they provided some juice. But after 5 minutes, the patient passed out. The patient was taken by the parents to the hospital. The patient regained consciousness after 30 minutes right after they arrived in the emergency room (ER). At the ed the patient was treated with unspecified IV medication and they took a bg reading which was 33 mg/dl. In addition they performed a cat scan. The patient was recovering until the bg value increased to 70 mg/dl. The patient was discharged the same day, around evening (after 6 hours). The next day, they consulted the patient´s and he prescribed dexcom g7. At the time of the report the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.